Event description:
During remote follow up, oversensing due to noise and inappropriate automatic mode switch were observed on the right atrial (ra) lead. The physician suspected ra lead damage, although it was not confirmed. No intervention has been performed. The patient was stable.